Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. For the first firing, used the powered handle and a reload. The surgeon approached the rectum and articulated the jaws. However, a strange sound was heard and could not return the jaws to the straight position. The surgeon tried to articulate the jaws to the opposite side by force, the pivot point was broken, then could return the jaws to the straight position. The broken part of the cartridge was retrieved from the cavity. Replaced by a new reload, connected to the powered handled, and the procedure was completed with no problem. There was no patient harm. The status of the patient is no problem.